Event description:
It was reported the right ventricular (rv) lead superior vena cava (svc) coil impedance increased from 40-50 ohms to 158-200 ohms. The rv lead svc pin was capped and the device port plugged. The remainder of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.